Event description:
It was reported that during a laparoscopic supra cervical hysterectomy procedure, the tip broke off of the device and fell into the pt. It was not retrieved. They were unsure if it was in the specimen removed or not. It is unknown how the case was completed. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 02/20/2009. Info anticipated, but unavailable at this time.